Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported hyperglycemia with blood glucose (bg) of 291 mg/dl while using the ilet bionic pancreas system. The cgm sensor had just connected after being offline. The patient used back-up injections and was advised to wait two hours after the last injection before reconnecting to the pump and to consult their healthcare provider. No hospitalization or further intervention was reported.